Manufacturer narrative:
The field representative provided the device would remain implanted and be monitored by the clinic.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. His device was subsequently explanted. Another device was implanted to complete the procedure. This device has not been returned at this time. No additional adverse patient effects were reported.